Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to corroded electronic assembly. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error. Corrosion was also found on the motor and the force sensor during visual inspection. The insulin pump was received with scratched case, stained serial number label; keypad overlay texture damage, pillowing keypad overlay, and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 156 mg/dl at the time of incident. Troubleshooting found that the pump got wet in the swimming pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.